Event description:
It was reported that the patient experienced leg pain and inadequate stimulation despite reprogramming attempt. X-ray revealed that the leads had migrated. The patient underwent a revision procedure wherein the leads were supposedly repositioned, however the physician was not able to place the leads exactly where it was needed to. The the clik anchor was replaced and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7088937. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Serial: na. Batch: 26287559.